Event description:
It was reported the patient presented post implant procedure. X-ray confirmed the leadless pacemaker (lp) had dislodged to the coronary sinus. The lp was explanted. The patient was in stable condition.